Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low results. Customer states he read 151mg/dl with a onetouch and read 97mg/dl with the trueresult. Customer denies signs and symptoms of low blood sugar at the time of call and denies need for medical attention at the time of call. Customer states earlier today he felt his sugar was low and felt anxious and agitated. Expected results are 120-130mg/dl - fasting. Strip expiration date is 06/30/2018 and strip open date is (B)(6) 2016. Strip storage is correct. During call, back to back blood test performed non-fasting and results were 134mg/dl fasting and 117mg/dl. Reviewed meter memory the 97mg/dl (B)(6) 2016 01:28:00 pm fasting:yes, the 82mg/dl (B)(6) 2016 12:00:00 pm fasting:yes, memory concerns:97mg/dl.